Event description:
A site representative reported a precision aiming device that was damaged. The screw thread of the biopsy guide is damaged and unusable. No patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The suspect device lot number and manufacture date is dependent on the return of device to manufacturer. Replacement biopsy guide shipped to the site. Return of suspect device to manufacturer for investigation is not expected, however, has been requested.

Manufacturer narrative:
Contrary to what was initially reported, a replacement biopsy guide has not been sent to the site. The customer decided they wanted to repair the device on their own instead of purchase a replacement. No further subsequent issue have been reported. Suspect part not returned to manufacturer for evaluation.